Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of merlin.net remote transmissions, the implantable cardioverter defibrillator exhibited a diagnostics issue and gave an incorrect battery longevity. The device was explanted and replaced on (B)(6) 2018. No further information was available.

Event description:
New information received reported that the patient's condition was great post-procedure.